Event description:
A customer reported a malfunction with their pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reoccurred, which they acknowledged and understood.